Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with reflin and fortum (doses, routes, and frequencies not reported) for the event. It was reported that the patient's fluid was becoming clear and was recovering from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.